Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak on a disposable cassette. This occurred during dwell 1 of 4 of peritoneal dialysis therapy. The home patient (hp) was not connected at the time of the leak. The fluid leak was identified to be coming from the cassette tubing. The technical service representative (tsr) assisted the hp in closing the clamps and transfer set. The tsr had the hp disconnect from the cassette using aseptic technique. The hp stated they would start therapy over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection noted a hole in the patient line tubing near the connector. Functional testing including leak testing, clamp function testing, clear passage testing, and device to device interaction testing were performed. The leak was verified during leak testing. The reported condition was verified with a cause of hole in tubing. Should additional relevant information become available, a supplemental report will be submitted.